Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ home sharps container will not remove the needle from the pen. This was discovered during use. The following information was provided by the initial reporter: material no.: 323487. Batch no.: unknown. It was reported by the consumer that the container would not remove the needle from the bydureon pen. Verbatim: consumer reported he could not unscrew the needle from his bydureon pen. Incident date (B)(6) 2019. Occurence-1. Explained consumer the sharp container will not remove the needle from that pen. He needs to dispose it without removing the needled. Advised him to call the manufacturers to provide him the information on which sharps container he can use to dispose that. Also provided health department number for consumer to contact regarding disposal information. Item# 323487. Lot# unknown. No further information available. No contact information available.